Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of sleep/wake button unresponsive was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet sleep/wake button was unresponsive to touch or prolonged press, preventing normal wake functionality until the device was placed on a charger, after which it powered on with a low battery; the device was cleaned, the case was removed, and guidance on charging and use was provided, and a replacement was issued due to persistent button nonresponse. Symptoms included no adverse clinical effects and no impact on blood glucose. Outcomes included continued cgm use guidance and restoration of interim device usability when on charge. Investigation included product technical support, user troubleshooting, and collection of device history details. Investigation of this device was confirmed and revealed a nonfunctional sleep/wake button consistent with a device mechanical or electrical control failure of the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the sleep/wake control not attributable to user error.